Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A hemodialysis (hd) clinic facility administrator reported that during a patient¿s hd treatment, the bloodline was leaking at the pump from a hole in the line. The patient's estimated blood loss (ebl) was noted as being approximately 300ml. There was no machine alarm and no reported machine malfunction. The patient completed treatment with a set-up of new supplies on a different machine. No patient adverse effects or injuries were experienced, and no medical intervention was required. The bloodline device was not available to be returned to the manufacturer as it was discarded.